Manufacturer narrative:
(B)(4). This follow-up report is being submitted relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record could not been reviewed as the lot number was not communicated. According to the available data, the exact root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2019-00045.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that biomaterial was not integrated, so bone material was not compacted after placing the implant, resulting in implant failure. Biomaterial placed on (B)(6) 2015, implant placed on (B)(6) 2017 and non integration appeared on (B)(6) 2018.